Manufacturer narrative:
Eval results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Note: the indicated reporter has received FDA exemption number, (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and manufacturer (803.52) for the same event.

Event description:
This x-ray system's geometry and bodyguard operation were not able to move the stand with complete freedom when doing this cardiac case involving a surgical procedure. The pt died during this highly complex cardiac catheter procedure. Also at this time, some of the other support systems in this room that were involved with this procedure had operational problems. It is absolutely not clear at this time if this x-ray device or any of the other systems were directly involved with the pt's death.